Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp (healthcare provider) and consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The baclofen (brand and lot number not known to reporter) dose was 923 mcg/day and the concentration was 2000 mcg/ml. The pump IFU (indication for use) was listed as intractable spasticity. On (B)(6) 2016, an overdose was suspected. The patient had too much medication in her system following a pump refill that occurred on (B)(6) 2016. The patient was slow to respond, lethargic, and sluggish with a blood pressure of 90/40. As of (B)(6) 2016, the patient was going to the ER (emergency room). Additional actions/interventions were not reported. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.